Manufacturer narrative:
Batch review performed on 9 may 2022: lot 2106127: (B)(4) items manufactured and released on 06-sep-2021. Expiration date: 2026-jul-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event.

Event description:
The patient had a primary knee surgery (B)(6) 2022. On (B)(6) 2022, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully. On (B)(6) 2022, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully.